Event description:
The pt developed a rash and pimples on her skin and face and itchiness over her whole body after implantable neurostimulator replacement. An allergy kit revealed the pt was allergic to titanium. She was allergic to the titanium in her replacement implantable neurostimulator. The device was explanted and not immediately replaced. The pt was in pain due to lack of therapy. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.